Event description:
During an unknown procedure, a piece of metal broke off the cartridge intra-operatively which was seen on an x-ray. The patient was returned to surgery for retrieval of the metal piece.